Event description:
It was reported that the brakes cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue was unable to be confirmed as the customer was unable to locate the unit. H3 other text : device not accessible for evaluation.